Manufacturer narrative:
The band will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that on the same day this 29mm annuloplasty band was implanted in the mitral position, it was explanted and replaced with a 33mm annuloplasty band of the same model. After the patient was weaned from bypass the transesophageal echocardiogram (tee) revealed unacceptable systolic anterior motion of the mitral valve with regurgitation. The decision was made to resume cardiac bypass and upsize the band because he band was sized too small for the patient; there was no alleged malfunction of device. There was no report of adverse patient effects.

Manufacturer narrative:
Conclusion: based on the information received and further evaluation, the likely cause of the explant was suboptimal patient anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.